Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed no evidence of a call service alarm on the complaint date however multiple battery alarms are present in the black box on the complaint date. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered up with a test battery cap. A 24 hour basal program was run with a test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver/cgm board and other printed circuit board components. A call service alarm was not duplicated during investigation.